Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is not currently wearing her pump due to an abscess on her stomach that was caused from her infusion set. She had previously called about a no delivery alarm. The customer¿s pump supplies and glucometer were in her car and were all stolen, including her car. Her blood glucose was 400 mg/dl and up. The customer said that she treated by injections and declined troubleshooting for the high blood glucose. She also declined troubleshooting for the abscess because she said that she has already spoken with her doctor about it already. The pump will not be returned for analysis.